Event description:
In (B)(6) I am forced to wear a mask in the grocery stores and when not seated at work. While having the mask on I have difficulty breathing which throws me into a panic attack. I cannot breath and when I finally can take the mask off I am completely congested. I am (B)(6) years old and have no medical issues until being forced to wear mask. FDA safety report ID# (B)(4).